Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates the device continues to operate in backup operation. The device was downloaded successfully, however it was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup operation.